Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) scan indicated a stroke, specifically core acute infarction with left middle cerebral arterial involvement. Tissue plasminogen activator was administered with resolution of symptoms. Cranial CT arteriography after treatment demonstrated no significant stenosis, aneurysm or acute vascular occlusion. Per the physician, it was unable to be determined if the device caused the stroke. No other adverse patient effects were reported.